Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the reported issue could not be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a fess procedure, an error message displayed on top of the registration in regards to the seeker. The surgeon chose to complete the procedure without the use of navigation and imaging. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.